Event description:
The following has been reported: biomed reported: 'can't clear reload set error' incident occurred during process: no injury/adverse reaction: no stopped active infusion: no, a preliminary review identified the following issue: mechanical hardware failure (vr decoupled) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for vr decoupling. Upon investigation it was noted the normal outward spring force on the vr was not present, causing it to stick all the way in when pressed. An internal investigation was performed and the compression spring was missing. The spring was replaced and functionality was restored. No other damage was identified.